Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [name] incoming inspection po# (B)(4). This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: may 27, 2020. Please refer to the attachment file. We found defect as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which return the product. Pouch torn - c0r50 lot# 1383014 (1 ea.). Patient status: na (incoming inspection). Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole on the clear side of the pouch. Engineering also observed scratch and scuffs near the location of the hole. Based on the condition of the returned unit, the hole in the pouch was caused by contact with an object, which likely occurred during shipping and handling. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: olympus incoming inspection po# 152p036d. This is a complaint from aomori olympus evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: may 27, 2020. We found defect as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which return the product. Pouch torn - c0r50 lot# 1383014 (1 ea.). Patient status: na (incoming inspection). Type of intervention: na.